Event description:
It was reported there was a trochanteric fixation nail (tfn) hardware removal due to nail cutting out of the femur. Total hip arthroplasty (tha) was performed after the removal of the (tfn) system. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date approximately two months before explant date. A review of synthes device history records for manufacturing revealed no complaint related issues.